Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose of unknown at the time of incident. The customer's current blood glucose is 141 mg/dl. The customer did experience the symptoms such as diabetic ketoacidosis, incoherence, muscle weakness, imbalance, very mild upper gi, vomiting. Troubleshooting was done for high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.